Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the surgeon was implanting a 4mm asnis cannulated screw into a patient's ankle. As the drill went over the guide wire it spliced outward while in the patient. There was an unusual noise the customer reported that the drill would not go any further. The customer further reported that the patient was a (B)(6) male with hard bone. Also clarified that the mushroomed outwards. There was a surgical delay of 5 minutes but no adverse consequences for the patient.

Manufacturer narrative:
The drill guide is a concomitant product to this event. According to the cic's contact, the drill guide was stuck along the drill shaft and could not be removed because of the drill deformation. The guide did not suffer from a failure. Device was not returned.

Event description:
The customer reported that the surgeon was implanting a 4mm asnis cannulated screw into a patient's ankle. As the drill went over the guide wire it spliced outward while in the patient. There was an unusual noise the customer reported that the drill would not go any further. The customer further reported that the patient was a (B)(6) male with hard bone. Also clarified that the mushroomed outwards. There was a surgical delay of 5 minutes but no adverse consequences for the patient.